Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported receiving a "collision control deactivated" message while trying to move the stand. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The table control module (tcm) failed producing can-bus-errors. As a result, no movements could be initiated by using the control modules. The spare parts consumption has been checked and found far below threshold. The affected part was used for approximately 11 year before failing and no error accumulation has been recognized; therefore no further action is taken. The affected tcm has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.